Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a grip tang bent. The components adjacent to this bent grip tang did not show damage, and the grips did not show cracking damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument had a damaged portion on the outside of the jaws. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nature of the damage or complaint reported includes scratched blades with loose plastic handling. There was no indentation or bending of the blades without material missing. No damage was visible on the conductor wire, and there was no loss of cautery or signs of thermal damage. Additionally, the customer informed the instrument jaws were not stuck in a closed position. The instrument was manipulated with the dv system. The instrument jaws were not stuck open and/or not opening/ closing smoothly.